Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string came out of a tampon and she had to manually remove the tampon in pieces. This caused her anxiety and she felt uncomfortable using the tampons for the rest of the day. She felt confident she removed all remaining tampon pieces.